Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of unspecified infection, pseudoaneurysm and pain are listed in the prostyle instructions for use, as potential adverse events associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was performed with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, five days post procedure, the patient returned complaining of groin pain. Computed tomography was performed which found a pseudoaneurysm. An infection was also observed in the groin. The patient was treated via surgery. No additional information was provided.